Manufacturer narrative:
As reported, a 5x30mm 142cm 0.014 aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for pre-dilatation. However, it ruptured at twelve (12) atmosphere pressure (atm) during its second inflation. Therefore it was replaced with a non-cordis balloon catheter (5x40mm) and inflated to complete the procedure. There was no reported patient injury. The lesion was the superficial femoral artery with calcification and severe stenosis. Initially, contralateral approach was made. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The balloon was inflated normally but it ruptured during its second inflation. There were no kink/bent noted after device was removed from patient. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17284295 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severe stenosis with calcification) most likely contributed to the reported event as calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, an aviator plus pta balloon catheter (.014 4.5x30 142cm) was delivered to the lesion for pre dilatation. However, it ruptured at 12-atmosphere pressure (atm) during its second inflation. There was no reported patient injury. Therefore, it was replaced with a non-cordis balloon catheter (5mm*4cm) and inflated to complete the procedure. The lesion was the superficial femoral artery with calcification and severe stenosis. Initially, contralateral approach was made. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The balloon was inflated normally but it ruptured during its second inflation. There were no kink/bent noted after device was removed from patient. The product was removed intact (in one piece) from the patient. The device will not be return for analysis as it has been discarded in the hospital.